Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implant ted with an implantable neurostimulator (ins) for unknown indications for use. During a battery replacement surgery, the surgeon went to connect the lead to the new battery and said they noticed "fraying" of one of the leads near the connection electrodes. The lead was connected to the battery and high impedances (>40000) on the 6 and 7 electrodes. All other impedances on the lead were wnl. We were able to program the stimulator safely and get coverage for the patient.  Impedance testing and visual exam of the lead. There were no known causes to the reported issues, and no symptoms were reported. A response was received from a manufacturer representative regarding the reported issues. Rep reports in clarification about the frayed lead stating it could have been the reason for the high impedance. It was on that same lead. There were no known factors that resulted to the reported issue, patient hadn¿t used the stimulator in a long time. Patient didn¿t report any symptoms when it was replaced and turned on. Surgeon stated that, if needed, the lead will be replaced. We did not have to program on that lead and were able to get full coverage. Yes the issues was resolved, patient had stimulator replaced. Not issues reported at this time.

Manufacturer narrative:
Continuation of d10: product ID 39286-65 lot# serial# (B)(6) implanted: (B)(6) 2015; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(6), ubd: 31-oct-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.